Event description:
It was reported that the patient presented with high threshold right ventricle lead. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.